Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the exposed right ventricular de fibrillation coil was flexed. Product ID d284drg ICD implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
The leads were capped due to medical judgement and later explanted. They were returned to the manufacturer and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.